Event description:
It was reported that during a hand procedure while using the bipolar and the forceps sitting on the table. It activated and got hot burning through the drape and smoking. It was the end of the case and there were no patient consequences. When drape is wet and forceps are set on drape and generator is set on auto bipolar will start activating.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.